Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Previously administered products included for an unreported indication: testosterone. In september 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dry skin ("dry skin blotching"), rash macular ("dry skin bloaching"), hypersensitivity ("allergic or hypersensitivity reaction") and rash ("skin rash"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, dyspareunia, abdominal pain and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dry skin, rash macular and rash outcome was unknown. The reporter considered abdominal pain, back pain, dry skin, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, rash, rash macular and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: event skin rash, skin blotching were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 22-year-old female patient who had essure (batch no. C22913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Previously administered products included for an unreported indication: testosterone. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), 10 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dry skin ("rashes or skin conditions-dry skin blotching"), rash macular ("rashes or skin conditions-dry skin bloaching"), hypersensitivity ("allergic or hypersensitivity reaction") and rash ("rashes or skin conditions-skin rash"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, dyspareunia, abdominal pain and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dry skin, rash macular and rash outcome was unknown. The reporter considered abdominal pain, back pain, dry skin, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, rash, rash macular and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- right ostium 1 coil was visible, left ostium 3 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), back pain ("lower back pain"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, back pain, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 22-year-old female patient who had essure (batch no. C22913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Previously administered products included for an unreported indication: testosterone. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), 10 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dry skin ("rashes or skin conditions-dry skin blotching"), rash macular ("rashes or skin conditions-dry skin bleaching"), hypersensitivity ("allergic or hypersensitivity reaction") and rash ("rashes or skin conditions-skin rash"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, dyspareunia, abdominal pain and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dry skin, rash macular and rash outcome was unknown. The reporter considered abdominal pain, back pain, dry skin, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, rash, rash macular and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- right ostium 1 coil was visible, left ostium 3 coils were visible diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-mar-2019: plaintiff fact sheet received- lot number were added. New reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. Previously administered products included for an unreported indication: testosterone. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), rash macular ("dry skin blotching") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, dyspareunia, abdominal pain and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and rash macular outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, rash macular and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: reporter, patient demographic, historical drug and condition, events (allergic or hypersensitivity reaction, dysmenorrhea (cramping), dry skin blotching menorrhagia) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and suicidal ideation ('suicidal thoughts') in a 22-year-old female patient who had essure (batch no. C22913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, double outlet right ventricle, transgender (female to male transgender), anxiety, palpitations, depression and cardiac operation. Previously administered products included for an unreported indication: testosterone. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), 10 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion hospitalization), back pain ("lower back pain"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dry skin ("rashes or skin conditions-dry skin blotching"), rash macular ("rashes or skin conditions-dry skin bloaching"), hypersensitivity ("allergic or hypersensitivity reaction") and rash ("rashes or skin conditions-skin rash") and was found to have cardiac murmur ("cardiac murmur"). The patient was treated with venlafaxine and surgery (bilateral salpingectomy and essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, dyspareunia, abdominal pain and hypersensitivity had resolved, the suicidal ideation was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dry skin, rash macular, rash and cardiac murmur outcome was unknown. The reporter considered abdominal pain, back pain, cardiac murmur, dry skin, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, rash, rash macular, suicidal ideation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- right ostium 1 coil was visible, left ostium 3 coils were visible female to male transgendered person with pain complicating her essure placement. He would like to have definitive therapy that doesn't require narcotics therapy. Patient well-healing from bilateral salpingectomy. States that mental health has not been good and was just hospitalized recently for suicidal thought diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: suicidal ideation and cardiac murmur¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via medical records. New event: suicidal thoughts and cardiac murmur. Medical history added. Essure removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and suicidal ideation ('suicidal thoughts') in a 22-year-old female patient who had essure (batch no. C22913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, double outlet right ventricle, transgender (female to male transgender), anxiety, palpitations, depression and cardiac operation. Previously administered products included for an unreported indication: testosterone. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), 10 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion hospitalization), back pain ("lower back pain"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dry skin ("rashes or skin conditions-dry skin blotching"), rash macular ("rashes or skin conditions-dry skin bloaching"), hypersensitivity ("allergic or hypersensitivity reaction") and rash ("rashes or skin conditions-skin rash") and was found to have cardiac murmur ("cardiac murmur"). The patient was treated with venlafaxine and surgery (bilateral salpingectomy and essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, dyspareunia, abdominal pain and hypersensitivity had resolved, the suicidal ideation was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dry skin, rash macular, rash and cardiac murmur outcome was unknown. The reporter considered abdominal pain, back pain, cardiac murmur, dry skin, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, rash, rash macular, suicidal ideation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- right ostium 1 coil was visible, left ostium 3 coils were visible female to male transgendered person with pain complicating her essure placement. He would like to have definitive therapy that doesn't require narcotics therapy. Patient well-healing from bilateral salpingectomy. States that mental health has not been good and was just hospitalized recently for suicidal thought. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: suicidal ideation and cardiac murmur¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.